Event description:
It was reported that on (b)(6) 2026, a 25 mm Navitor Vision Valve was selected for implant using a Small Navitor Loading System and a Small FlexNav Delivery System. The patient's medical history did not include right bundle branch block (RBBB), left bundle branch block (LBBB), or atrioventricular block. The baseline rhythm was sinus rhythm. The length of the membranous septum was reported as 5.3 mm. No calcification was confirmed from the annulus to the subvalvular region or LVOT. During the procedure, while in the Cusp Overlap View (COV), the inflow edge of the constrained valve within the capsule was positioned at the base of the aortic annulus, and the pigtail position was confirmed at the bottom of the non-coronary cusp (NCC). During the procedure, the patient developed complete heart block at approximately 80% deployment. The valve was implanted at a final depth of 6 mm at the NCC and 4.5 mm at the left coronary cusp (LCC), and a temporary pacemaker was placed. The patient left the catheterization laboratory with the temporary pacemaker in place. Information regarding any additional intervention performed to treat the heart block, including permanent pacemaker implantation, is unknown/unable to be determined since ABT has not received a signed patient consent form; therefore, patient information is unavailable due to patient privacy laws in Japan. The patient remained hemodynamically stable throughout the procedure. No clinically significant delay was reported. Whether the patient had a prolonged hospital stay for rhythm monitoring or due to the adverse event is unknown/unable to be determined since ABT has not received a signed patient consent form; therefore, patient information is unavailable due to patient privacy laws in Japan. The patient's current status is unknown/unable to be determined since ABT has not received a signed patient consent form; therefore, patient information is unavailable due to patient privacy laws in Japan.

Manufacturer narrative:
NA.The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.